Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported communication could not be established between the pt's ipg and multiple external devices (confirmed by sjm rep). The pt has not felt stimulation for approximately two and a half months. Surgical intervention will take place to address the issue.